Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During surgery surgeon realized shape deviation of gliding surface ps. Difference of thickness from medial and lateral was noticed. This gliding surface was implanted as no other product was available. Possible future consequences for patient are unknown. Component include: nx012k / vega ps femoral component cemented f5l batch number: (B)(4). Nx055k / vega ps tibial plateau cemented t3 batch number: (B)(4). Nn261k / tibial plug 12mm (sz 1-3) batch number: (B)(4).